Event description:
Facility alleges blood leak during dialysis.. Chief tech. Reports leak occurred at initiation of treatment. 1st use. Dialyzer replaced. Estimated blood loss < 100 cc. No pt injjury reported.